Manufacturer narrative:
Product event summary: at analysis it was noted that the device did pass its incoming functional test, however the battery contacts were visibly contaminated and the lower case was cracked on both sides. The device was cleaned and the lower case was replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned as for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.